Event description:
A customer reported a heat and electrical issue with their pump, noting that the pump overheated and was hot to touch. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging a replacement pump and instructed the customer to use multiple daily injections as a backup insulin therapy.